Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A total hip arthroplasty procedure was performed using a robotic arm interactive orthopedic system (rio) when the hip end effector broke.

Manufacturer narrative:
A second supplemental is being submitted because this event does not qualify as a reportable event. New information was received on 11/07/2016 notifying stryker representatives that the issue occurred prior to the case, there was no patient involvement and therefore no adverse consequences and the case was completed successfully without any surgical delays. The device was not returned for evaluation.

Event description:
A total hip arthroplasty procedure was performed using a robotic arm interactive orthopedic system (rio) when the hip end effector broke.

Manufacturer narrative:
Reported event: -customer reported that the hip end effector broke. Device evaluation and results: -device evaluation was not performed and the variable hip end effector event was not confirmed. Device history review: -review of the device history records indicate (B)(4) devices were manufactured and inspected on 03-31-2016. (B)(4) were accepted with no reported discrepancies, this includes the returned device. (B)(4) were dispositioned according to qt16-03-0105. Additionally, the inspection record confirms that the certificate of conformance for assembly was present and accurate for all top and subassembly components. Complaint history review: -a review of the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding catalog: 206967, serial number: (B)(4), lot #: 19020415, RMA #: 234229. There has been two events referenced for the lot number. Prs # 1273443 & 1344244 - were found to be from the same lot as the part in this complaint. The parts from prs # 1273443 & 1344244 displayed the same failure. Conclusions: -no device inspection could be completed due to the part not being returned. Corrective action/preventive action: -as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. The device was not returned for evaluation.

Event description:
A total hip arthroplasty procedure was performed using a robotic arm interactive orthopedic system (rio) when the hip end effector broke.